Event description:
Customer reported having a high blood glucose value. Customer treated the high by bolusing. Pump was used within 48 hours of the high. Per customer, smartguard was not used. During the call, customer did a set change and gave herself 32.2u while connected to the pump. Customer did not allege over delivery. Paramedics came and her blood glucose was 182mg/dl and continuing to go downwards. The paramedics were trying to decide if they should take customer to the emergency room or not. Partial troubleshooting was done. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and possible over delivery anomaly. The customer reported blood glucose value of 431 mg/dl. The customer reported hyperglycemia treated with emergency medical service/ambulance/emergency response visit. Customer reported the following led up to the event: sugars elevated document treatment for high bg: bloused. The event involved product(s) mmt-7040a, mmt-332a, mmt-397a, mmt-1884l. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.